Manufacturer narrative:
Event date: exact date unknown, event occurred ten months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.